Event description:
It was reported that the 8800 system had a pre-charge error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery charger board, backplane, and the generator interface board were replaced during the service call. The system was tested and found to be working as intended, and put back into service.